Event description:
It was reported that during a ptca treatment procedure, the maverick monorail 9/2.50 mm balloon ruptured at 6 atms on the third inflation. (The number of atms reached on the initial two inflations was also 6 atms.) The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the proximal lad coronary artery. The physician used an unspecified type of introducer sheath for vascular access and a balance guidewire and a 6f cyber fl4 guide catheter to cross the lesion. The maverick monorail balloon was removed and replaced with a terumo ryujin 2.5/15 balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.